Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. Difficulty was encountered tracking over the guidewire. During imaging the catheter got stuck on the wire and both devices had to be removed together. The procedure was completed using a different device. There were no patient complications.